Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Reportedly, the customer was using a non-tandem charging cable and non-tandem wall power adapter in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd charging cable and power adapter. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies and resumed insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.